Event description:
This medwatch report was initiated upon the receipt and review of the device evaluation and investigation report, at which time it was determined that the reported malfunction is a reportable event. The complainant has reported that a patient (age and gender unknown) underwent a therapeutic procedure for placement of a biliary stent. The clinician encountered significant resistance when attempting to deploy the flexima biliary stent. The resistance resulted in the inner guide catheter stretching and subsequent break due to the pulling of the catheter. The procedure was successfully completed with this device by the clinician separating the suture and completing the deployment. The patient did not sustain andy reported complications or ill effect as a result of the deployment issue. No component detached within the patient. The patient was noted to be stable upon completion of the procedure.

Manufacturer narrative:
Product was returned for investigation. The stent was not returned. A visual examination of the device revealed the suture was missing. The push catheter had a bend on the distal end. Suture hole had evidence of suture placement during manufacturing. The guide catherer had been separated in two pieces. The guide catheter extrusion was accordioned on the proximal end next to the hub. A 0.25 jagwire was stuck inside the proximal portion guide catheter. Extrusion of the guide catheter was kinked, stretched and necked down in multiple areas. The radiopaque marker in the tip of the guide catheter was intact. A dimensional check of the jagwire, undeformed guide catheter extrusion inner and out diameter, and guide catheter length. All dimensions were within specification except the lenght of the guide catheter, which was increased by approximately 50% due to stretching. A lot history search was performed and revealed no other complaints reported against this lot. DHR review showed no anomalies. The customer's complaint was cnfirmed. The root cause could not be determined. It is possible the stent twisted around the guide catheter and caused the suture to tighten around the guide catheter. If the suture tightens around the guide catheter, the guide catheter cannot be retracted into the push catheter and the stent cannot be deployed. Tension on the guide catheter would then cause the extrusion to stretch and possibly break.